Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that this other manufacturer's rv lead was surgically abandoned in the patient. No adverse patient effects were reported.

Event description:
Boston scientific received information that a low, out-of-range pacing impedance measurement was observed on the implantable cardiac resynchronization therapy defibrillator (crt-d) and a competitor right ventricular lead through the remote monitoring system. All other measurements on the rv lead were within range. However, there were noise episodes noted on the rv lead and a lead fracture was suspected. Additionally, it was reported that the right atrial (ra) lead showed non-registered sensing amplitude and impedance measurements greater than 2,000 ohms. The patient will be contacted to present for follow up. The device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Replacement of the lead was planned. This investigation will be updated should further information be provided.